Event description:
The manufacturer received a report indicating that during a test run conducted in the sales office, a trilogy 100 ventilator displayed a low leak value, resulting in activation of a "low circuit leak" alarm. No harm or injury was reported in association with this event. The device was returned to the manufacturer¿s service center for evaluation. During operational testing, the "low circuit leak" alarm was successfully reproduced. Investigation determined that the alarm condition was caused by a malfunction of the flow sensor. To correct the issue, the flow sensor printed circuit assembly (pca) was replaced. Following the repair, the service technician performed functional verification testing, including a repair test, alarm check, battery check, run-in testing, and cleaning. The device was confirmed to be operating properly.